Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator. Investigation evaluation: our evaluation of the returned product was unable to confirm the report. The electrical pin was not bent or damaged. The joint connecting the snare head to the drive cable was subjected to a close visual inspection; no corrosion or abnormalities that would hinder current passage were observed. The active cord would connect easily and remained securely connected to the device handle. The continuity from the electrical pin to the tip of the snare head was tested with a continuity meter and passed. The device was connected to a valley lab generator and power was applied. The snare cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Before using the acusnare, the instructions for use instruct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook acusnare polypectomy snare. [The physician] attached [the snare to the generator] but [there was] no current.